Event description:
Patient reported that at 10:22 pm on (B)(6) 2012, her blood glucose measured 389 mg/dl, so she administered a 5.95 unit bolus dose of insulin. The next morning at 7:16 am her bg was 301 mg/dl; she took an additional 4.45 unit bolus. Her bg remained elevated, increasing to 500 mg/dl (5:19 pm) over the next ten hours despite not eating all day and taking four additional boluses. She went to emergency room where they measured her bg at 604 mg/dl. She was hospitalized for diabetic ketoacidosis and also suffered a heart attack. Patient was treated in hospital for two days. Patient has since been released from the hospital and was back home at the time of her call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's diabetic ketoacidosis. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."